Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and ams monarc subfascial hammock was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 and the pelvisoft acellular collagen matrix and a mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced bleeding and urinary problems. No additional information was provided.

Manufacturer narrative:
Additional information. Corrected information. Additional narrative: it was reported that patient underwent a gynecological procedure on (B)(6) 2010 and tvt was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urgency, urinary frequency, and vaginal scarring. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with urethrolysis, anterior and posterior colporrhaphy with dermal graft, and cystoscopy.